Event description:
The customer reported on (B)(6) 2014 her blood glucose reached 359 mg/dl less than 2 days after the pod was activated with 1+ ketones. She gave a manual injection with an insulin pen (exact dosage was not provided) and noticed the cannula was kinked.

Manufacturer narrative:
The device was not returned for evaluation. The customer reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.